Event description:
Patient's infuse-a-port was accessed with a 20 gauge 3/4 inch winged needle set and IV fluids were infusing. Rn noted blood on dressing and upon removal of dressing, the needle was noted to be broken off at the 90 degree angle. The remainder of the needle was in the infusaport, protruding from patient's chest. This patient was resting and not moving around. The nurse removed the remaining needle using a hemostat. The patient was not injured.